Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, "patient underwent primary total hip arthroplasty. In 2008, the pt had a second revision to remove the constrained insert and v40 head and a 690-00-28f 0deg 28mm constrained insert (lot 8whmae) and a 6260-9-228 v40 28mm +4 head (lot 18321903) were implanted."